Manufacturer narrative:
This record was populated for additional information regarding the system was de-activated.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported. It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.

Event description:
This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported.

Manufacturer narrative:
This record was populated for additional information regarding the system was de-activated.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported. It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.